Event description:
During tha, surgeon could not get modular neck and stem to seat together without a gap. After a delay of 40 minutes, another neck and stem was implanted successfully.

Manufacturer narrative:
Additional device: neck, medium 47.5 neutral lot 1337; expiration 04/30/2011.